Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "nodular lesions were found on the posterior capsule". Healthcare professional later reported "leaking silicone no rupture seen". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Reason for reoperation: gel bleed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: gel bleed: not observed. Lump/nodule: unable to observe as it is not related to the device. As per the investigation procedures deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.